Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one introducer needle was return for evaluation. Visual and microscopic visual and functional evaluations were performed. The sample was received with protective tubing. The sample was noted to have blood residue throughout the hub. Multiple cracks were noted on the hub. Upon infusion, small leaks were observed from the introducer needle crack hub area. Aspiration was attempted and was unsuccessful. Therefore, the investigation is confirmed for the reported needle cracked hub and no backflow of blood issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometimes post port placement, the device allegedly had no backflow of blood. It was further reported that the needle was checked and found to have a cracked hub. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometimes post a port placement, the device allegedly had no backflow of blood. It was further reported that the needle was checked and found to have a cracked hub. There was no reported patient injury.